Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient indicated that the device is an "instrument of death in me" and device "started to pound my chest, shook me back and forth" and was "rocking" the patient. The patient reported that the pacemaker was checked by a technician who pressed a button on the machine and "turned it off" and "made it stop. Attempts to get additional information from the physician's office were unsuccessful. No further patient complications were reported as a result of this event.